Event description:
It was reported that, after a thr, the end tip of one stem impactor rod broke off after removing from implant. There was no surgical delay. Since this happened after procedure, patient was no longer involved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Section h3, h6: the associated device was returned and evaluated. A visual inspection confirms the tip of the stem rod has fractured off. The broken piece was not returned with the device. The device shows signs of significant wear and use. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of previously escalated cases concluded that this failure was further investigated and addressed through design change evaluations. This lot had been manufactured before such evaluation. As the device broke and it can no longer fit its purpose, the contribution of the device to the reported event could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Additional information: b5.

Event description:
It was reported that, after a thr, the end tip of one (1) stem impactor rod broke off after removing from implant. All broken pieces were accounted for, there were only two. There was no surgical delay. Since this happened after procedure, patient was no longer involved.